Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included escitalopram oxalate (lexapro). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), dyspareunia ("painful sex"), abdominal distension ("bloating"), fatigue ("extreme fatigue"), nausea ("nausea"), affect lability ("emotional ups and downs") and anxiety ("anxiety (I never had anxiety before this)"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, dysmenorrhoea, dyspareunia, abdominal distension, fatigue, nausea, affect lability and anxiety outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, affect lability, anxiety, dysmenorrhoea, dyspareunia, fatigue and nausea with essure. The reporter commented: serious injury criterion: (important medical event) and event date (B)(6) 2015 were reported, but not specified and/or assigned to one of the events. Most recent follow-up information incorporated above includes: on 16-oct-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5089714) on 23-sep-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included escitalopram oxalate (lexapro). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), dyspareunia ("painful sex"), abdominal distension ("bloating"), fatigue ("extreme fatigue"), nausea ("nausea"), affect lability ("emotional ups and downs") and anxiety ("anxiety (I never had anxiety before this)"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, dysmenorrhoea, dyspareunia, abdominal distension, fatigue, nausea, affect lability and anxiety outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, affect lability, anxiety, dysmenorrhoea, dyspareunia, fatigue and nausea with essure. The reporter commented: serious injury criterion: (important medical event) and event date (B)(6) 2015 were reported, but not specified and/or assigned to one of the events. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.